Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) nurse reported during follow up that the patient was admitted to the hospital (B)(6) 2015 due to pseudomonas peritonitis. There was no allegation of device malfunction. There had been no reported fluid leaks during treatment prior to the infection. Patient medical records were requested.